Event description:
Per the clinic, the patient experienced granulation tissue and an infection around the implant site followed by a loss of osseointegration resulting in fixture loss. Reimplantation is planned but has not taken place at the time of this report (B)(6) 2014.

Manufacturer narrative:
(B)(4). This report is filed on november 20, 2014. Device analysis report is not available.